Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross access solution selected for ablation procedure. Rf wire got kinked during navigation into superior vena cava (svc). It was forced the rf wire back into dilator, but the wire caught the coating in the inner lumen of the dilator. The kink was observed after the wire removed from the body which stop further advancement of the dilator. There was no visible damage in the versacross rf wire but after removal the wire appeared kinked and insulation was stripped at the distal end. Hence, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to return for analysis (disposed).